Manufacturer narrative:
Device evaluation the pipeline was returned for evaluation within the microcatheter. As received, the pipeline braid was observed to be partially deployed out of the microcatheter tip and released from the capture coil. For further examination, the pipeline pushwire and braid were pushed out of the microcatheter. The capture coil was observed to be stretched. The pipeline braid was observed to be fully open with moderate fraying on the distal end. The pushwire was observed to be bent at a section near the proximal end. The coating of the entire pushwire length was examined under a video inspection system for coating integrity; coating damage was observed at a section near the proximal end. Based on the analysis findings and reported event details, the report that the pipeline was stuck in the capture coil could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid was observed to be released from the capture coil. It is possible that the damaged braid (fraying) and capture coil (stretching) may have contributed to the reported issue. In addition, damage was found on the pushwire (bending) and catheter (kinking). However, the cause for the damages could not be conclusively determined. The coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv valve. Per our instructions for use (IFU): ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
The pipeline device has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline did not open during a procedure. The patient was undergoing treatment for an aneurysm in the right posterior communicating artery. During the procedure, the physician found that the distal segment of the pipeline could not open and could not be released. The pipeline was removed and a new device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.